Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and sugar glucose versus blood glucose with threshold suspend. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose via bolus delivery. Customer¿s sugar glucose level was 91 mg/dl. Customer performed and passed the self-test.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. (B)(4).